Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high definition liquid crystal display monitor exhibited a blackout or the screen simply did not display anything and it did not recover unless the outlet was unplugged and the power is turned on again. The issue occurred during inspection for use. There were no reports of patient harm.